Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
Patient samples were provided for investigation. Confirmatory testing on sample 1 with two reagent lot numbers verified the negative result. The sample was also negative with the platelia rubella igg assay. However, with the user's positive results by the wampole method and a positive blot test, the sample was likely positive. Confirmatory tests on sample 2 showed a weak positive result with one reagent lot and a very elevated result with a second lot, indicating a borderline situation. The result for this sample with the platelia rubella igg assay was elevated and the blot was positive, therefore the sample was likely positive.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received false negative rubella igg results for two patients when compared to the results from reference labs. Any samples that generated a result less than 10 iu/ml were sent for confirmation testing. Patient 1 initial result was 2.63 iu/ml and the results from the reference lab on (B) (6) 2010 were 1.63 and 1.41 iu/ml by the wampole method. Any result greater than 1.1 iu/ml from this lab was considered positive. The initial result was reported, but the patient was not treated based on the result. The patient was redrawn on (B) (6) 2010 and tested on (B) (6) 2010 after recalibration of the assay and a result of 2.71 iu/ml was obtained. On (B) (6) 2010, the sample was retested with a new lot number of reagent (B) (4) and a result of 2.77 iu/ml was obtained. On (B) (6) 2010, the sample was sent to a reference lab using the (B) (4) axsym and a positive result of 14.2 iu/ml was received. On (B) (6) 2010, the sample was sent to the reference lab using the wampole method and a positive result of 1.87 iu/ml was received. Patient 2 was a female born on (B) (6) tested on (B) (6) 2010, had an initial result of 9.97 iu/ml and the result from the reference lab with wampole method on (B) (6) 2010 was 3.04 iu/ml. The initial result was not reported out until the results came back from the reference lab. The rubella igg reagent lot was 154154 at the time the initial results were generated. The field service representative could not find a cause. He performed maintenance and a system volume check. To verify the analyzer operation, he ran performance tests, calibration and qc with all results acceptable to the user.